Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the clock not being set was confirmed via review of the submitted log files. The submitted event log file contained information spanning approximately 2 days ((B)(6) 2000 per timestamp) and the submitted periodic log file contained information spanning approximately 11 days ((B)(6) 2000 per timestamp). Throughout both log files, data was captured with the default timestamp of the year 2000, and clock not set was active. The exact events which lead up to the clock resetting were not able to be conclusively determined, as they had been overwritten by newer events. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit throughout the data. The clock was observed to be synchronized properly at 13:17 on (B)(6) 2023. Provided information indicated that the event resolved by synchronizing the clock, and the heartmate 3 system controller (serial number: (B)(6)) would not return for analysis. The root cause of the clock not set could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including controller fault and low voltage alarms. Heartmate iii patient handbook (rev. D) and heartmate iii instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use (rev. C) section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review captured controller clock corrupt (f49) clock invalid alarms. The controller clock was resynced on (B)(6) 2023 at 13:17. There were no other notable alarms. The cause of clock corrupt was not identified, however controller clock was resynced, and issue resolved. No product was exchanged or returned. The patient was stable.